Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. This device was implanted 26 months ago and the patient had not received any shocks. At a clinic visit a few weeks earlier, the battery status was not an issue. A technical service consultant discussed that this device reached eri due to the length of the charge time.